Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging the ipg. A replacement charger was sent. Follow-up identified the replacement charging system would not communicate with the ipg and the patient programmer displayed an error message. A system evaluation may be the next course of action.